Event description:
Initially it was reported on (B)(6) 2011 that the patient experienced episodes of returning spasticity. The hcp administered a bolus via the pump and patient effect was noted, but the hcp suspected some intermittent issue with the catheter. The hcp planned to investigate further, including testing the csf to rule out meningitis. It was later reported the pump contained baclofen. The patient's catheter was determined to be fractured "even though dye study and spiral CT showed no signs of failure." The catheter was explanted and replaced. The patient was provided a baclofen trial via the second catheter and the patient's symptoms resolved. As of (B)(6) 2011, the patient had recovered.